Manufacturer narrative:
The preloaded insertion system, model pcb00, was returned at the manufacturing site for evaluation. The intraocular lens (iol) was also returned. The plunger was observed in a fully advanced position. The cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification showed that the lens was cut in half, due to iol removal process. No issues with the haptics were observed. Due to the condition of the lens it was visually not possible to observe any defects (such as scratches) on the optic body. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product malfunction or a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that during insertion into the eye, the haptic of an intraocular lens (iol) was crimped and the lens was scratched in the center. Another lens was successfully implanted. Additional information was received and it was learnt that the lens was fully inserted into the patient's eye and it was cut up and removed because the surgeon noticed that there was a scratch on the lens. An incision enlargement was required but no vitrectomy was performed and no patient injury occurred. Patient is reported to be doing fine post-op. No further information was provided.